Manufacturer narrative:
(B)(4) per the instructions for use (IFU), valve malposition and embolization, and paravalvular leak (pvl) are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The edwards s3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the s3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the s3 valve in this scenario. In this case, the patient¿s heavy native mitral valve calcification may have affected the valves ability to seal to the annulus. Device manipulation may have contributed to the valve embolization.

Event description:
After deployment of a 29mm sapien 3 valve in the mitral position, the valve embolized into the left atrium. The patient's native mitral valve was heavily calcified and pvl was noted post deployment. One occluder was able to be successfully deployed after several unsuccessful attempts were made. Shortly after, approximately 1.5 hours post procedure, the valve embolized. It was decided to leave the valve in the left atrium due to the patient's porcelain aorta. The patient expired overnight.